Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 200 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy. Multiple attempts were made to follow up with the customer; however, no response was received.